Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a full battery depletion leading to a pump stop was confirmed via log file review. Data from the reported event dates of 05nov2024 was reviewed. At 07:27, a no external power alarm activated due to both batteries depleting to 0v. The batteries had been in use for approximately 19 hours when they completely depleted. The backup battery supported the system for approximately 2 hours until 09:22 when a pump stop occurred due to the backup battery also completely depleting. The pump restarted without issue an unknown amount of time later when the controller was connected to a fully charged battery. Because the controller clock was reset, the length of time the pump was off is unable to be determined. The controller clock was reset at 12:10. Both power cables and the driveline were disconnected at 12:19. No other notable events were observed in the log file. Provided information indicated that the patient was found unresponsive with the pump off, and ultimately passed away on 05nov2024. Root cause of a full battery depletion leading to a pump stop was determined to be due to total battery depletion, but the root cause of the battery depletion was unable to be determined via this investigation. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was found unresponsive at home. Emergency medical services (ems) called and initiated cardiopulmonary resuscitation (CPR). Pump was off when the patient was found. Ventricular assist device (vad) interrogation confirmed pump off until new batteries connected by ems. Log files confirmed a pump stop on 05nov2024 at 9:22:46. This was caused by the 14-volt batteries and the emergency backup battery (ebb) being allowed to drain completely. This also causes the system controller clock to reset to the default timestamp of 01jan2000. O nce power was restored, the pump returned to operating at the set speed of 6000 rpm. The events leading to battery being drained resulting in the pump stop was unknown. The patient passed away.